Event description:
It was reported that during a replacement surgery, the surgeon observed high impedance that was not resolved after surgery. The surgeon wanted to wait and see if the impedance went down at the 2 week post-op follow up. Additional relevant information has not been received to-date. No known surgery has occurred to-date.